Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek xs meter serial number was (B)(6). The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient was taking antibiotics. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter compared to a stago starmax laboratory method with neoplastin reagent. On (B)(6) 2023 at 12:18 p.m. The patient had an initial meter result of 4.0 inr while sometime between 12 p.m. - 1 p.m. The laboratory result was 3.0 inr. The patient's therapeutic range was 3.0 - 3.5 inr and the patient's interval of testing is once every two months.

Manufacturer narrative:
An investigation conclusion code was updated.